Event description:
During surgery, while using the megadyne e-z clean wire l-wire lap 33 cm clean hook, it was noticed that the protective covering on the hook itself was coming off or peeling off. The hook was then removed from the field and a new cautery device was obtained.